Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had pump error alarm and screen went blank. The customer¿s blood glucose level was 176 mg/dl at the time of the incident. Customer also stated that insulin pump had battery failed test. Customer stated that they were able to clear the alarm and able to complete rewind. Self test was performed and it was passed. Insulin pump had black screen again. The insulin pump will not be returned for analysis.